Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the lens was not implanted due to it not being folded right in the inserter. There was patient contact. Procedure was completed with a new lens. Additional information was requested.